Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there is no allegation against the product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the arctic sun device was started, the user had got alert 113 (reduced water temperature control). Patient was 38 c, but the device currently was not running. Mss explained that device should be sent to biomed labeled as alert 113 and not cooling. Per follow up with biomed via phone on (B)(6) 2021, it was confirmed that the device had a failed mixing pump, device had 7704 system hour and it was due for the 2000-hour preventive maintenance. Per sample evaluation, it was reported that the arctic sun device transmission interface module was docked in the transmission interface module bracket. Circulation pump tubing and double bend tube were expanded in the tank. Tank seals were torn and would need to be replaced. Double bend tube and chiller l-tube were replaced due to expansion in the tank. The tim being in the tim bracket is just noting that the accessory was returned with the device. It does not affect the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the arctic sun device was started, the user had got alert 113 (reduced water temperature control). Patient was 38 c, but the device currently was not running. Mss explained that device should be sent to biomed labeled as alert 113 and not cooling. Per follow up with biomed via phone on 28may2021, it was confirmed that the device had a failed mixing pump, device had 7704 system hour and it was due for the 2000-hour preventive maintenance. Per sample evaluation, it was reported that the arctic sun device transmission interface module was docked in the transmission interface module bracket. Circulation pump tubing and double bend tube were expanded in the tank. Tank seals were torn and would need to be replaced. Double bend tube and chiller l-tube were replaced due to expansion in the tank.